Event description:
It was reported an unspecified "accuracy-high" issue and patient was being infused lidocain medication, nurse went into room after 30 minutes and 1000 ml bag was empty. There was a patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an unspecified "accuracy-high" issue and patient was being infused lidocain medication, nurse went into room after 30 minutes and 1000 ml bag was empty. There was a patient involvement but no harm.

Event description:
It was reported an unspecified "accuracy-high" issue and patient was being infused lidocain medication, nurse went into room after 30 minutes and 1000 ml bag was empty. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a,b,c,d & g grid. Omit: a1402 - excess flow or over-infusion (1311), g04105 - pump, b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available.